Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hypoglycemia. The blood glucose level was unknown. The customer also stated that the insulin pump had delivery issues. It was unknown whether the auto mode feature was active or not. The customer was sent to the hospital due to low blood glucose. The customer feels okay to troubleshoot. The insulin pump will not be returned for analysis.